Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 15th of november 2022 and 12th of july 2023 recorded an initially stable pacing impedance of 450 ohms with a sudden rise to 1,500 ohms at the end of recording period. Furthermore, a fluctuating shocking impedance between 80 ohms and 150 ohms was recorded. The analysis of the provided iegm test episodes revealed artifacts on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was explanted due to oversensing with inappropriate therapies approx. 118 months after the implantation. The lead was damaged during the explantation and discarded. Should additional information be received, this file will be updated.